Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, as the nose cone of this delivery catheter system (dcs) was withdrawn, the valve dislodged. It was reported that the nose cone pulled the valve out of the annulus. A snare was introduced via the left femoral artery. The valve was snared into the ascending aorta. Hypotension was noted and cardiopulmonary resuscitation (CPR) was initiated. A leakage in the left iliac artery was noted and a non-medtronic stent was placed. Following stent placement, the leakage in the left iliac artery was closed. A second valve was implanted in a good position, but the patient still required CPR. Hemoglobin was decreased and blood transfusion was provided. A heart and lung machine with permanent CPR was connected however the patient was unable to be resuscitated. Subsequently, the patient died of hemorrhagic shock. Per the physician, the hemorrhagic shock was caused by bleeding in the iliac artery.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutr-29, serial #: (B)(4), ubd: 15-feb-2023, UDI#: (B)(4) product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: procedural images were provided for review. There is no imaging that shows the nose cone dislodging the valve. However, the nosecone prior to deployment was up against the side of the noncoronary cusp, which would coincide with the nosecone dislodging the valve. The dislodged valve appeared to be sitting right above the annulus in the sinuses and there appeared to be very faint coronary perfusion with the valve in this position. It was not reported how long the valve was in this position before being snared out of annulus. The patient¿s hemodynamic instability would coincide with minimal coronary artery perfusion. Imaging of the left iliac artery shows an aneurysmal vessel. There was an occlusive balloon inflated in the abdominal aorta not allowing flow distally. There appeared to be a dissection in the left common iliac region. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Dislodgement of the valve by the distal tip is related to operator technique or experience. The device instructions for use (IFU) instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the delivery catheter system (dcs) tip through the valve. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. It was reported that the patient died of hemorrhagic shock. Per the physician, the hemorrhagic shock was caused by bleeding in the iliac artery. Vascular access related complications, such as bleeding and patient death, are a known potential adverse patient effect per the device IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.